Event description:
The advocate stated that the customer tested her blood glucose and received readings of 500 and 600 mg/dl using her contour meter. She retested using another meter and received a reading of 126 mg/dl. The difference between the readings falls in the "c" and "d" zones of the parkes error grid, making the difference clinically significant. No adverse event were alleged. The advocate did not have the testing supplies with her at the time of the call, so further troubleshooting was not possible. The meter is to be returned for eval. A replacement contour was sent at the advocate's insistance.